Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During testing, the unit displayed error code c-33 at startup. Generator log showed error c-00. The probable root cause of error c-33 is attributed to a faulty electrical component inside the iesu. This error indicates a higher voltage than expected while powered on.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer requested support to connect an external generator. The procedure was completing as planned with no reported injury.